Manufacturer narrative:
Block b3: approximated, based on the date. The manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8336500, model: sc-8336-50, serial#: (B)(6), batch: 7083159.

Event description:
It was reported, that the patient was experiencing discomfort at the implantable pulse generator (ipg) pocket site. It was also noted, that the patient had undesired sensation even when stimulation was off. The patient underwent an explant procedure. The explanted devices were discarded by the facility.